Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lumps is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of skin irritation: "undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: indurations or nodules at the injection area."

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm voluma. Fifteen months after injection, the patient developed lumps.

Event description:
Additional information: patient was treated with hyaluronidase and symptoms have resolved.